Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. A device investigation is necessary to determine a root cause. The concerned device was explanted but has not been received for investigation despite requested.

Event description:
The child suddenly no longer had access to sound with the device since approximately (B)(6) 2019. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child suddenly no longer had access to sound with the device since approximately (B)(6) 2019. The recipient was re-implanted on (B)(6) 2019.